Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated during flow test. The motor assembly was found to be the cause of the issue. This occurred due to normal wear and tear of the parts as they were 12 years old. The motor assembly was replaced to resolve this issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during use, a smiths medical medfusion pump exhibited motor rate error. No patient consequences were reported. No adverse effects were reported.